Event description:
It was reported that (1) tct75 was used during a lobectomy procedure. It was reported by the affiliate that the instrument locked out. Opened another device to complete the case. No adverse pt outcome.